Event description:
Customer reports operators experienced headache, nausea, chest pains, and the use of an inhaler post rapicide pa exposure.

Manufacturer narrative:
Customer was informed several times about minntech/medivator's recommendation of wearing appropriate ppe (personal protection equipment) while handling endoscopes and chemical solutions. It has not been reported the operators sought medical attention. Customer also reports the vent exhausts into the source air input. Active vapor management system has since been installed in the unit to address the operator's complaints. Aer and chemicals continue to be used with no further complaints. If any additional information is received, minntech will review upon receipt.